Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components of a cvc kit, including a guide wire assembly, dilator, and 2-l catheter. The guide wire was returned within the advancer tube and obvious signs of use were observed on the kit components. Visual examination revealed that the guide wire contained two major kinks along the body. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 384mm and 586mm from the proximal end. The overall length of the guide wire measured 604 mm which is within the specification of 596 - 604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.807 mm which is within the specification of 0.788-0.826mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and lab inventory introducer needle to functionally test the guide wire. The guide wire was also advanced through the returned catheter. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual examination revealed that the guide wire contained two major kinks along the body. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.